Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line pull ring cap of a homechoice cassette was damaged and as a result leaked. This was noted while priming the set for automated peritoneal dialysis therapy; further described as ¿in the priming stage, getting ready to connect, the pull ring came off which caused a leak onto the carpet¿. The home patient (hp) stated that the pull ring looked damaged and loose; further stating that it came off with little resistance. The hp completed therapy the next day with a new set. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.